Event description:
It was reported that prior to an ivc filter retrieval, angiography demonstrated that a filter foot had detached and endothelialized in the cava wall approximately 1mm cephalad to its initial implantation site. The filter was removed without incident. There was no report of injury to the patient. The filter had an indwell time of 800 days.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The explanted filter was returned for evaluation. A portion of a filter foot on one of the legs was detached. The detached portion was not returned. The remaining piece of the foot (the tapered portion) still attached to the leg measured at approximately 1mm in length. The missing portion of the filter foot is approximately 2mm in length. All dimensional measurements taken were within specification. The evaluation results are confirmed for detachment of component, detached filter foot. Definitive root cause is unknown. The current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: filter fractures are a known complication of vena cava filters.